Event description:
It was reported the asymptomatic patient presented for an implant procedure. During initial implant, it was observed the newly placed lead was exhibiting noise. Troubleshooting was attempted, however exchanging the lead resolved the noise completely. The patient was stable throughout.